Manufacturer narrative:
One agilis¿ nxt steerable introducer was returned for investigation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a left ventricular tachycardia procedure, air aspirated into the syringe following transseptal puncture. The hemostasis valve was covered and no additional air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.